Event description:
A female with ischemic heart disease and hypertension and mild calcification in the right common iliac artery, underwent aaa repair in 2008. The procedure went as labeled. On final angiogram, it was noted that there was a contralateral distal type I endoleak. This was resolved by placing another MFR's stent. A type iii endoleak was noted at the overlap site of the main body graft and the iliac leg graft (1820334-2008-00415). The area was balloon dilated at the overlap site on both sides. The leaks were not completely resolved. The physician opted to observe the endoleak. Also noted on the final angio was a suspected type I endoleak at the proximal neck site (1820334-2008-00413). The physician balloon dilated this area but did not completely resolve the leak so he elected to watch this as well. The endoleaks not resolved so the physician elected to observe at this time.

Manufacturer narrative:
The device remains implanted and no images returned to assist in this investigation. Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate follow up so that leaks, should they occur, be identified and addressed before causing clinical problems. An internal clinical review indicated that the event was due to user error and incorrect planning and sizing. However, we have notified the appropriate individuals and will continue to monitor for similar events.